Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that something is going on with the cardiac resynchronization therapy defibrillator (crt-d) and ¿it seems that it is not working.¿ patient noted swelling on part of the device site. The device is still in use. No further patient complications have been reported as a result of this event.